Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables regarding the system controller was confirmed. The returned system controller (serial number (B)(4)) was observed to have irregularly bent power cables upon arrival. The controller was tested, and its communication with the system monitor was observed to be intermittent upon manipulating its white power cable. Despite this, the controller operated a mock loop throughout all testing. The provided log file was reviewed; however, it contained no atypical events related to the system controller, and the observed damage to the controller was not observed within the data. The white power cable was opened, and it was revealed that the orange wire was fractured. This wire is responsible for the communication from the system controller to the system monitor. The root cause of the controller¿s intermittent monitor communication was damage to the white cable, damaging the orange wire; however, the root cause of the damage to the controller was unable to be determined. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including the system controller, and to obtain replacements if necessary. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several power cable disconnects in addition to some low voltage advisories. The patient stated that the alarms occur when connected to power module but they often stop when the patient lightly wiggles the cable. 2 small tears in the patient cable were observed. Upon log file review, the log displayed (2) low voltage advisories during the 6.5 day length of the file; (1) low voltage advisory occurred on (B)(6) 2020 at 7:58am due to depleted batteries in-use / possible patient error, the second occurred on (B)(6) 2020 at 10:49am while changing from power module to batteries. The log also displayed several power cable disconnects and it appears that the black power lead is, at times, not connected to a power source. It was also observed that there were low voltages on return of spontaneous circulation (rosc) at the black power lead while the patient is tethered on patient cable / power module. It was advised to inspect the patient¿s controller power leads and patient cable in-use. The controller was exchanged. No additional information was provided. Related manufacturer report number: 2916596-2020-02833